Manufacturer narrative:
H3, h6: the devices were returned and evaluated. Visual inspection of the returned devices found the pouches were opened at the lead-in side and one adjacent side. There was no dressing inside pouches. It confirms a relationship between the device and the reported event. The two opened sides of the returned devices were observed lacquer transfer, indicating the pouches were originally sealed. Probable cause may include the pouches were opened and dressings were taken out after distribution. The manufacturing process was reviewed. The film, primapore and release paper are laminated to form dressings and dressings are sealed in primary packaging pouch on the all-in-one machine. Empty pouch will be automatically removed by machine. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review confirmed no additional events of this nature. A review of prior escalation actions found no actions applicable to the scope of this case. The risk files mitigate the reported issue with no updates required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during wound treatment, when products were taken out of the carton, it was confirmed two edges, opening and side, of 14 pouches of a iv3000 7x9cm ctn 100 have not sealed and no dressings in them. Treatment was performed with back-up dressings. As this happened before treatment, patient was not yet involved.